Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues, fluid loss and a hole in one of the cylinders. A surgical procedure was performed, during which all components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
The exact event date was not available; therefore, the date 08/01/2024 was used as estimate, as it was reported that device issues started approximately 6 months ago.